Event description:
Customer biomed reported while not in use, the accept button is not working. No reports of patient harm injury. Investigation is in progress.

Manufacturer narrative:
H10:a philips remote service engineer (rse) noted that the customer's device had an accept button that was not functioning. The customer requested and was provided with the following part ids for a switch. Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.